Event description:
The alaris unit shut down without any battery alerts prior to shutdown. There is also no indication in device logs that battery was low or shutting down. Using the suspected faulty battery, this failure was replicated by the clinical engineering department on another alaris pump that was working properly. We have had 3 instances of this type of problem; in each event, it was determined that the battery caused the problem. There was no significant patient harm caused by these failures. The batteries used all were original OEM from alaris.